Event description:
Customer explained he was hospitalized several weeks ago because the insulin pump was not delivering. Customer got his insulin pump replaced and is now reporting that two or three days after using the new device he started receiving no delivery alarms. He talked to his doctor and was instructed to stop using the insulin pump and was on manual injections. Customer wanted to get back to pump therapy but had been connected to the insulin pump for a few hours and received a no delivery alarm during bolus and a second one at a non specific time. He took the battery out to clear the alarm and noticed that the insulin was crystallized in the tubing and reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.see manufacturer report number 2032227-2014-58584 for hospitalization.